Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported unspecified symptoms after their in-clinic device check. The patient indicated that they felt they were going to pass out. The patient was brought into the clinic and right ventricular automatic threshold testing was performed. The patient indicated that they felt the same unspecified symptom when the test ended. It was determined that the cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited high pacing thresholds and loss of capture. There was no asystole greater than 2 seconds. An invasive procedure was performed to explant the lead. Additional information indicates that the physician believed that the patient may have had exit block. The device remains in service. No additional adverse patient effects were reported.